Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise resulting in inappropriate shocks. A review of the daily lead integrity measurements noted that in (B)(6) there was an abrupt change in pacing impedance measurements and amplitudes. Current shock impedance measurements are greater than 200 ohms. A lead fracture is suspected. The patient was traveling abroad at the time but has returned back to the united states for care.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that the lead was explanted.